Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022. Getinge became aware of an issue with one of surgical lights - powerled. The rust occurred on monitor. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The rust occurred on monitor. There was no injury reported, however we decided to report the issue in abundance of caution as any rust particles falling off may lead to contamination. Based on ssu technician statement rust was caused by excessive detergent during cleaning procedure. The affected device was cleaned and returned to service. It was established that when the event occurred, the surgical light did not meet its specification due to corrosion on monitor, which contributed to the event. Provided information indicate that upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of corrosion on powerled/hled occurrence is low. As stated by subject matter expert at manufacturer¿s, this case of oxidation was caused by inappropriate cleaning and/or high humidity in the operating theatre. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions, avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To prevent any incident the user manual for powerled mentions to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.